Event description:
A report was received that the patient has to charge the ipg more frequently. A database analysis was done and premature battery depletion was confirmed. The physician reported that the patient had non-device related procedures which might have damaged the device. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient has to charge the ipg more frequently. A database analysis was done and premature battery depletion was confirmed. The physician reported that the patient had non-device related procedures which might have damaged the device. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information indicates that the patient underwent a revision procedure and is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.